Manufacturer narrative:
Product event summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, apparent explant damage was noted. (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, apparent explant damage was noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that both the right ventricular and the atrial leads dislodged. Both leads were explanted and replaced. No patient c omplications have been reported as a result of this event.